Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The customer had slurred speech on the phone before he was found passed away. The cause of death was unknown, but thought to be related to diabetes and alcoholism. The caller stated that the customer had heavy alcohol use and a c- diff bacterial infection that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis.